Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states" narcotic infusing; first day of use and leaking of tubing noted by nurse. Nothing happened to the patient; tubing replaced with new tubing. "